Event description:
The customer reported the device had no display. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had no display. There was no reported pt involvement. Philips field service engineer evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem. The performance assurance tests all passed and the device was put back in use.